Manufacturer narrative:
(B)(4). Evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04899. It was reported that a coil was protruding out of the catheter. The target lesion was located in the moderately to severely tortuous unspecified vessel. During the procedure, continuous flushed was performed and a 10mm x 20cm interlock¿-35 coil was advanced in a .038 non bsc catheter. When the coil was attempted to be deployed, it was detached from the delivery wire however part of the coil was outside the distal tip of the catheter in the targeted vessel and part of the coil remained in the catheter. Physician tried to flush the coil out of the catheter with saline, however it failed to dislodge the coil from the catheter. After, the physician simply removed the catheter from the sheath with the coil firmly lodged inside the catheter. An 8mm x 20cm interlock¿-35 was then selected for use however the same issue occurred. There were no patient complications reported.